Event description:
Customer called and stated, she was laying on the pad, while sleeping, with the switch under her hip to keep it on, and it burned through her robe, bed, and burned her.

Manufacturer narrative:
Customer stated that she puts the switch under her hip to keep it on while she is sleeping. It was explained to her by our customer service representative that this is in direct violation of the instructions and warnings provided. She then stated she never read the manual or instructions. Failure to read the manual and instructions could have been a cause for this incident. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.